Event description:
It was reported that (2) devices were used during a laparoscopic colectomy. It was reported by the affiliate that the tcr75 reload locked out with a tlc75 device. Another instrument was used to complete the case. There was no consequence to the pt.